Manufacturer narrative:
Update h6: code c19, d15 - a unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation, therefore, a direct product investigation could not be performed. Additional information was requested; however, the following information was not reported to gore: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. The available patient information did not add relevant information to further the device functionality investigation. The information provided to gore cannot be connected to a specific device; therefore, this investigation is complete. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined.

Event description:
The following information was received through literature ¿delayed infected viabahn stent graft with abscess formation in superficial femoral artery¿ published in korean circulation journal, 55(4): 359-361. In 2025. This is a case study involving a 56-year-old woman with a history of lung cancer, hypothyroidism, hyperlipidemia and recent urinary tract infection presented with swelling of the right thigh after 1 year of gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) implantation for chronic total occlusion of the superficial femoral artery. She presented with swelling of the right thigh and elevated inflammatory markers. Antibiotic treatment was insufficient. Surgical intervention involved the removal of the infected viabahn device with inflammatory material and necrotic tissue. The saphenous vein graft replaced it, and the patient received antibiotics for 2 weeks leading to a full recovery.

Manufacturer narrative:
Article citation: title: delayed infected viabahn stent graft with abscess formation in superficial femoral artery author: roh, j., yasunaga, m., iida, o., choi, d., toyoshima, t., nagahori, s., ki, y., kurata, n. Doi:https://doi.org/10.4070/kcj.2024.0388pissn korean circulation journal, 55(4): 359-361. Published online: apr 7, 2025. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. B3: date of event is unknown; therefore, 07-apr-2025 reflects the date that literature was available online. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D6: implant date is not available. H3: review of the manufacturing records could not be performed as a valid lot number was unavailable. H3: engineering evaluation could not be performed as the information is not available. H4: device manufacture date is not available. H6: code b13, b22 - author has been communicated but couldn't provide the follow-up information related to device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.